Event description:
Endo nurse reports that patient returned to endoscopy dept with complaints of runny nose, watery eye and sore throat only on the right side. Nurse reports they have had several complaints from patients with these symptoms. Nurse states they are attributing this to the oxygen tubing used, which delivers o2 on the right side and measures co2 on the left side.